Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the stimulation was increasing when the patient was walking. The patient also felt like they were walking against resistance. They stated that it would suddenly stop when they were walking. The patient also reported a new onset of pain and popping in the bilateral knees as of a week or so ago. The patient had elected to turn the stimulation off as of this morning before the phone call was placed. The patient wished to leave it off until following up with a healthcare professional (hcp). They reported that the pain and the popping in the knees had decreased with the stimulation off. The rep instructed the patient on how to turn off adaptive stimulation if they did decide to turn it back on. The rep also instructed the patient on how to decrease stimulation when walking and lock those settings into place. No further complications were reported.